Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no communication with remote transmission. When the patient presented in-clinic, troubleshooting was performed but did not resolve the issue. The device was unable to be interrogated with the rf antenna. The device was able to be interrogated without the rf antenna. The next step will be discussed at the next follow-up. The patient is doing well.

Event description:
New information received notes that during follow-up, firmware was downloaded. The rf was working again and the merlin.net transmitter could be paired again. The patient was in good condition.